Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11452. It was reported the pt had fallen directly on the ipg and since that time had experienced intermittent zapping at the ipg pocket site. It was reported x-rays and a cat scan were performed, but did not reveal any obvious anomalies. It was reported the pt had fallen additionally since her first fall. The pt had attempted to charge her ipg and felt burning at the ipg site. The pt was advised not to charge the ipg. Follow up identified the physician replaced the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.